Event description:
It was reported that the customer was walking down the hallway and his reservoir fell out. The caller stated that a big piece of the reservoir fell off and it is not holding the reservoir very well anymore. The mother stated that he pushed the reservoir back in. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.